Event description:
N/a

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) units screen began flickering, unit was swapped out and taken to biomed. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Investigation findings, component codes & investigation conclusions), h10 a getinge field service engineer (fse) was dispatched to investigate the issue. Upon arrival, the fse was able to reproduce the reported issue. And, in order to solve the issue, the fse replaced the display, video receiver cable, and the display mounting plate. The fse then performed a pm, a full calibration, and tested the unit. The equipment was working to the manufacturer¿s specs and was returned to the customer and cleared for clinical use.

Event description:
N/a.